Manufacturer narrative:
Complaint conclusion: when passing the smart control sds over the emerald guidewire the device became stuck at the very beginning of the handle. The device was returned and analysis showed that the outer sheath was kinked and torn and the shaft was partially exposed. The age and gender of the patient is unknown. The target lesion location was the right iliac artery. There was no difficulty flushing the device and the product looked normal when loaded onto the guidewire. The problem appeared during the passage of emerald guide inside the device. The guidewire was introduced from the head of the system, crossed the system and stopped itself near release device (handle). This blockage did not allow the device to go into the artery. The locking pin was intact. A new catheter was used to carry out the procedure. No adverse event to patient or consequences reported. The product was returned and analysis showed that the outer sheath was kinked and torn at 1.2 cm from ID band; shaft was partially exposed at this point. Additional information received states that the kink occurred during the procedure and externally the handle was intact. One non sterile unit of smart control 10x60mm was received coiled in a plastic bag. Outer sheath was kinked and torn at 1.2 cm from ID band; shaft was partially exposed at this point. Outer sheath was also kinked at 12 cm, and 23 cm from ID band. Stent and locking pin were in place. No other discrepancies were noted. During the functional analysis of the complaint unit, a 0.035" lab sample guidewire was introduced from proximal end of sds and the wire stopped at proximal hub/ wire lumen bonding location, 1.9 cm from proximal end, the proximal hub was cross sectioned at the obstruction detected in the hypotube/wire lumen/ hub joint and pictures were taken, an obstruction at the lumen was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This failure mode has been previously identified as an excess of dymax adhesive, which is used to bond the proximal hub with the wire lumen. A risk assessment has been initiated to evaluate this issue. The cause of the kinked/ torn condition of the unit received for analysis could not be conclusively determined; however it does not appear to be manufacturing related, handling and the coiled condition of the unit may contribute to this kinked condition. The cause of the kinked/ torn condition of the unit received for analysis could not be conclusively determined; however, as there was no mention of this by the account this might have been caused during shipping, storage, or handling of the returned unit.

Event description:
The original information received from the affiliate stated that in passing the pkg assy 10x060 smart vas 80cm delivery system over the emerald guide .035, the device became stuck at the very beginning of the release system box (handle). The device was returned and analysis showed that the outer sheath was kinked and torn and the shaft was partially exposed. The age and gender of the patient is unknown. The target lesion location was the right iliac artery. There was no difficulty flushing the device and the product looked normal when loaded onto the guidewire. The problem appeared during the passage of emerald guide inside the device. The guidewire was introduced from the head of the system, crossed the system and stopped itself near release device (handle). This blockage did not allow the device to go into the artery. The locking pin was intact. A new catheter was used to carry out the procedure. No adverse event to patient or consequences reported. The product was returned and analysis showed that the outer sheath was kinked and torn at 1.2 cm from ID band; shaft was partially exposed at this point. Additional information received states that the kink occurred during the procedure and externally the handle was intact.